Manufacturer narrative:
Method: a review of the device history records, including collagen coating records, indicated that the graft was processed and inspected according to procedures and no anomaly was found. Specifically, the review of the water permeability testing of six products coated on the same day and under the same conditions as the complaint device indicates values well within product specifications. One retention sample coated during the same period and under the same conditions as the complaint device underwent water permeability testing at 120mmhg as per iso 7198. The test results indicated a value well within product specifications. Conclusion: please note that the device was not used in an approved indication. No conclusion can be drawn. However, all available information and the product testing performed would tend to indicate that the device was not defective.

Event description:
It was reported that during a surgery, the graft was used for axillary cannulation. Throughout the procedure, the graft was reported to leak. The surgery was prolonged by one hour and the patient lost 3-4 units of blood, which necessitated blood transfusion.